Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse spoke with the isi clinical sales representative (csr) to find out if they had heard about this issue and the csr mentioned that it could not have been going on for months because they switched the system in the room the previous week. The fse could not duplicate the problem and had the surgeon come to test drive the system to see if they could show what they were experiencing. The system functioned properly. The fse swapped universal surgical manipulator (usm) 3 and 4 for future troubleshooting if the issue occurred again. The system was tested and verified as ready for use. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical support engineer (tse) and stated that the doctor said arm 3 was not working properly. The site confirmed that the other arms were working properly and that the issue was also noted from both consoles. The site did not give much detail as to what they meant by not working properly but stated that the movement was off and sometimes the articulation was opposite. The site had a vessel sealer extend (vse) instrument installed in arm 3 at the time of the call. The tse recommended reseating the drape, but the site declined and stated that they tried that already. The site stated that the issue had been ongoing for months and was requesting that the field service engineer (fse) follow up. The site was continuing with the procedure. The tse recommended that the site call back if they require additional assistance. The procedure was completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.